Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A surgeon reported two intraocular lenses (iols) with deposits or vacuoles. For this lens, the surgeon reported that one of the deposits was in the center of the optic. There was no patient involvement. There are two medical device reports associated with this event. This report is for the first lens.